Event description:
It was reported by the patient that the patient felt a shock in their chest. Additional information was received stating that the patient had pocket stimulation and discomfort. It was also reported that the lead had increasing threshold, decreasing impedance and a suspected insulation breach. Reprogramming the lead from bipolar to unipolar caused pocket stimulation in the patient and the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.